Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant attempt, the guidewire got stuck inside the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.